Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented for follow-up. Upon device interrogation, the right atrial lead exhibited low impedance; multiple episodes of stored inappropriate auto mode switch due to atrial noise were also observed. The noise could not be reproduced in the clinic. No intervention was reported. The patient's condition was stable.

Event description:
New information noted that the lead was replaced on an unknown date. No further information could be obtained. The patient's condition was good post procedure.